Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the implant of the right ventricular lead, low sensing and high, out of range high voltage (hv) impedance was noted. A new lead was implanted successfully. Patient was stable, before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.